Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this corporate lot number. Visual inspection: the sample was not returned for evaluation. Functional/performance evaluation: the sample was not returned for evaluation. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for failure to advance. The definitive root cause for this event is unknown. Labeling review: the current eclipse filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the vena cava filter could not be advanced from the storage tube into the deployment sheath. Therefore, the vena cava filter system was exchanged for a new filter system that was deployed successfully. There was no reported patient injury.